Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available.

Manufacturer narrative:
A device history records (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
As received, the device was above elective replacement indicator. A battery performance alert (bpa) was confirmed in the device image. Longevity analysis found the battery depletion to be within overall longevity. Device image and session record were reviewed by clinical engineer and the recorded bpa was determined to be inappropriate due to consumption data loss during backup mode. The device was functioning as intended.

Event description:
Related manufacturer report number: 2017865-2021-02123.

Event description:
Additional information received indicated that the device was explanted and replaced. The patient was stable.